Manufacturer narrative:
The actual device was returned for evaluation. The bench repair technician confirmed the device has audible sound. The device was confirmed to be operating per specifications and no failure was identified. The device was updated to the latest revision and was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device has no sound and no error message was displayed. The device was not in use on a patient at the time of event, there was no patient involvement.